Event description:
It was reported that the valve was explanted since there was no improvement in patient symptoms. The patient made a recovery after replacement surgery.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux, and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.